Event description:
The operator successfully closed an arteriotomy site with the starclose device following an interventional procedure. Following the closure, the patient's heart rate decreased to 20 bpm. Angiography was positive for a retroperitoneal bleed. The patient was taken to surgery for repair and was transfused with 21 units of blood. At last report, the patient remained in the hospital.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.